Event description:
It was observed during the device evaluation that the duodenovideoscope had foreign material in the air/water cylinder and in the air/water channel. The distal end also showed chipped lens glue and a defective thread. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established (foreign material in the air/water cylinder and in the air/water channel) and cause traced to component failure (the distal end also showed chipped lens glue and a defective thread) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.